Event description:
It was reported that while using bd preset¿ arterial blood collection syringe there was negative pressure and insufficient blood flow in one tube. No patient impact was reported. The following information was provided by the initial reporter: "the nurse followed the doctor¿s instructions to draw blood gas for the patient, the blood came back when it was pierced into the artery, but there was no negative pressure in the tube, and the blood did not rise, so the blood was drawn manually immediately."

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6) h.6. Investigation summary: "material #: 364314 lot/batch #: 1162364 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.